Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The axle tube is coming apart where the epoxy that was used to "glue"/bond the two different sized tubes of the axle together.